Event description:
Customer stated that lower blade of speculum broke in use during a pt vaginal examination. The physician was able to remove the speculum without causing any harm or injury to the pt.

Manufacturer narrative:
Welch allyn is reporting this in an abundance of caution. The actual speculum involved in the incident was returned and evaluated by welch allyn. The speculum was evaluated by engineering, and the failure mode matches the one that was previously investigated. The root cause of these very rare failures was determined to be related to potential impacts or loads on the shipping containers during transit or storage. No further investigation will be performed. Conclusion code: eval conclusion (refer to the eval above).